Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant of an epicardial lead the lead adaptor had a connection failure. Several attempts were made but difficulty with the connection continued. Another device was implanted and lead adaptor was not used. No patient complications have been reported as a result of this event.